Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a severely calcified and severely tortuous lesion located between the ostium of the circumflex artery and the obtuse marginal, exhibiting 85% stenosis. It was reported that the vessel was 90-degree om calcified. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformed in-vivo during positioning. A resolute onyx 3.5x30 stent was then used to complete the procedure, it was reported that stent dislodgement occurred during removal following failed delivery. The physician stated that the dislodged stent was in catheter between a non medtronic guide extension catheter and guide catheter, and was removed with wire and guide. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was returned off delivery system but returned for analysis. Delivery system was not returned for analysis. Deformation was evident to the 1-18th and 38th stent wraps, with struts raised and bunched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There is no reported issue or adverse event reported for the second resolute onyx 3.5x30 stent. This device was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.